Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The patient was treated with insulin pen. The patient inserted the infusion set in area with insufficient subcutaneous tissue. No further information available.